Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The device was returned for evaluation. Therefore, the investigation is confirmed for material separation, material twist and material split. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation, material twist and material split. This report was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.